Event description:
It was reported that the patient was experiencing inadequate pain relief and frequent implantable pulse generator (ipg) charging. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was successfully programmed postoperatively. Product discarded appropriately in (B)(6).